Manufacturer narrative:
510(k)# k033801

Event description:
A balloon kyphoplasty procedure was performed on a patient approximately one year ago. The original procedure went well, but the bone cement hardened in the cannula extending past the pedicle into the surrounding soft tissues. The spicule of bone cement was not removed at the completion of the procedure. The patient did not complain of pain or discomfort at that time. Subsequently, the patient developed pain in the area of the bone cement and surgery was performed to remove the spicule of bone cement from the soft tissue.